Event description:
The connection between vamp and transducer came loose and there was a fluid leak. This happened after patient had been connected to the set for two days. Customer said it sounded like "poff" and then it came loose. No patient was injured.

Manufacturer narrative:
Device has not been received for evaluation at this time.